Manufacturer narrative:
A gfe was sent regarding initial reporter, however, the field representative did not provide a name.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low out of range shock impedance at 0 ohms. Technical services (ts) reviewed the reports and noted that there was a singular low out of range shock impedance value. However, ts noted that there were some intermittent low and high amplitudes on the rv channel. Ts provided troubleshooting actions. The device remains in use. No adverse patient effects were reported.